Event description:
It was reported that during a lap appendectomy procedure, the device was loaded with a vascular load and no buttressing material was being used. The shaft of the device came apart and you could see inside the shaft. The articulation joint and shaft separated preventing the jaws from opening. The surgeon pried the jaws open. The tissue was successfully stapled and cut. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.